Manufacturer narrative:
The reported event of channel error ¿ picu file was opened to document an event that the customer reported. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that in the picu, a potential channel error occurred. There was no report of patient harm.

Manufacturer narrative:
The reported event of channel error ¿ picu file was opened to document an event that the customer reported. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that in the picu, a potential channel error occurred. There was no report of patient harm.